Event description:
It was reported that during testing of the console, rotation occurred without display of speed. There was no patient involvement. The rotablator console was being tested the week prior to any potential procedure. The dynaglide light was on the console and would not switch off. Testing was done with single use devices, and there was some rotation without any speed display on the console.

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
The console was determined to be stuck in dynaglide mode due to a massive gas/air leak at the turbine pressure switch. The rotational speed is not displayed as an artifact of the failed pressure switch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause classification for this complaint is wear and tear. (B)(4).

Event description:
It was reported that during testing of the console, rotation occurred without display of speed. There was no patient involvement. The rotablator console was being tested the week prior to any potential procedure. The dynaglide light was on the console and would not switch off. Testing was done with single use devices, and there was some rotation without any speed display on the console.